Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the reporting server was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reporting server was either down or experiencing functionality issues. As a result, attempts to run reports generated an "unexpected error occurred" message. The technical support specialist reviewed the sql jobs and observed that the last successful job had run back in april. The reporting service was consistently returning a logon failure. To resolve this, the tss waited for the service account to unlock, which took approximately one hour. Once unlocked, the password provided by the customer via the server engineer was updated. After the password update, the sql jobs resumed normal operation, and reporting functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the reporting server was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.